Event description:
Received notification of concerns related to bd 60ml syringes are no longer going to be manufactured and bd 50ml syringes are being replaced from central supply. Letter was received from manufacturer. Both syringes have same catalog ref number (309653). Instead of removing 60ml syringes from use, both 50ml and 60 ml syringes are still available for use by staff. Both types are stocked and may pose risk if staff not aware of 10ml difference while meds are prepared. IV pump guard rails would need to be changed manually to accommodate the appropriate quantity of fluid (60ml vs 50ml). This hospital system is removing all 60 ml syringes from the stock.